Event description:
It was reported progressa plus bed had an acb (air control board) error fault causing the mattress to deflate which resulted in the patient sustaining a deep tissue pressure injury. The patient received unspecified ¿wound care treatment.¿ multiple attempts were made to the customer to obtain specific details of the reported deep tissue pressure injury, including location, characteristics, and what medical intervention was performed, however no response was received. An inspection performed by a baxter technician noted the supply hose had disconnected. The technician reconnected the supply hose and noted the bed was functioning as designed. No further information was available at the time of this report.

Manufacturer narrative:
H11: the bed was inspected on site by a baxter qualified technician. During visual inspection the technician observed the sleep service hose had been disconnected. The reported condition was verified. The technician reconnected the hose and the bed worked as intended. The cause was due to the hose being disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.